Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was more nearsighted in one eye compared to the other eye and anisometropia. The lens was removed in a second procedure. Additional information was requested.